Event description:
Per the edwards clinical specialist report, in a transfemoral tavr procedure, the physician used staged inflation during deployment of the 23 mm sapien valve. The final position was too aortic and resulted in severe regurgitation. Prior to deployment the valve was positioned 50/50 in the aortic annulus. The aortic annulus had severe bulky calcifications. A second 23 mm sapien valve was prepped and implanted more ventricular into the aortic annulus with final result of trace paravalvular leak and trace central aortic regurgitation. The patient status was stable at the end of the case.

Manufacturer narrative:
It has been learned that this event was previously reported under manufacturing report number 2015691-2012-18935. Therefore, report 2015691-2012-18964 is a duplicate. Going forward, all information related to this event will be reported under 2015691-2012-18935.

Manufacturer narrative:
The investigation of this event is ongoing.